Event description:
Procedure performed: lap right radical nephrwcromy event description: when surgeon wan to open specimen bag , it¿s can't open as well. No patient injury. Open another pack of cd004 additional information provided by [name] on (B)(6)2024: as per comment from my surgeon. "The 2 prongs at the end came off so bag did not deploy properly." Intervention: open another pack of cd004 patient status: no patient injury

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap right radical nephrwcromy. Event description: when surgeon wan to open specimen bag , it¿s can't open as well. No patient injury. Open another pack of cd004. Additional information provided by [name] on 25apr2024: as per comment from my surgeon. "The 2 prongs at the end came off so bag did not deploy properly." Intervention: open another pack of cd004. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag. Visual inspection confirmed the complainant's experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the specimen bag falling off the metal supports. The instructions for use (IFU) state, "do not retract prior to full deployment."